Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Patient reported that lens was implanted two years ago and reported surgeon has done a laser procedure that had not helped. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Surgeon and optometrist have told the patient that numbers look good and no clinical reason has been found for reported vision issues. Requesting to speak to someone about a 2nd opinion and was provided a link to help locate a doctor. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, post 2 years, the patient had poor quality of vision, couldn't see the small print on the tv, nor read up close and needed a lot of light to see. The surgeon did a laser procedure to help and it has not. The vision was "driving him crazy". The surgeon was unable to understand why he was not seeing well. Surgeon has done a lot of testing in the office and says his vision was fine. Additional information has been received that patient quality vision was decreasing. The yag laser was done but still the vision was deteriorating. The surgeon and optometrist said that numbers look good and no clinical reason found. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).